Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: opening curved on posterior and underweight. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, stress marks, non-penetrating nicks, creases fold and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Device explanted and replaced.